Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted one encoder knob was missing. Analysis found the display wires were pinched (wire exposed). Analysis also found the battery wire insulation was pinched (wire insulation not compromised). (B)(4).

Event description:
It was reported the control knob was broken. The device was returned for repair and calibration. There was no patient involvement indicated.